Manufacturer narrative:
Unit received with blank display due to corroded electronic assemblies. Unable to verify battery and power anomaly, perform displacement test, self test, and current measurements due to display anomaly. (B)(4).

Event description:
It was reported that they changed the battery a few times and still receives low battery. The customer¿s blood glucose was unknown. Customer also informed that one of the batteries that she took out was damaged. Troubleshooting was done for low battery alarm. Customer reported that battery did not lasts more than one week. Customer was advised that they can conserve power by minimizing backlight timeout and brightness. The insulin pump will be returned for analysis.